Event description:
It was reported that in the subcutaneous implantable defibrillator (s-ICD) device summary report, the physician noted a large amount of untreated episodes. However, upon interrogation, there were no untreated episodes stored in the device. This information was provided to boston scientific technical services (ts) for review. It was discussed that the large number of untreated episodes was the result of a memory error. Battery analysis was performed and confirmed the s-ICD device battery power consumption was increasing, resulting in premature depletion. It was stated the s-ICD system was explanted and replaced with a trans-venous system due to the patient's condition. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Furthermore, the amount of untreated episodes observed were concluded to be the result of a memory error.

Event description:
It was reported that in the subcutaneous implantable defibrillator (s-ICD) device summary report, the physician noted a large amount of untreated episodes. However, upon interrogation, there were no untreated episodes stored in the device. This information was provided to boston scientific technical services (ts) for review. It was discussed that the large number of untreated episodes was the result of a memory error. Battery analysis was performed and confirmed the s-ICD device battery power consumption was increasing, resulting in premature depletion. It was stated the s-ICD system was explanted and replaced with a trans-venous system due to the patient's condition. The device was received for analysis.